Event description:
It was reported that during a photoselective vaporization of the prostate procedure, it was found the beam was firing forward. The procedure was completed using another fiber. There were no patient complications reported.